Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvis floor issues. The patient stated that they were implanted for bladder/bowel retention due to a neurogenic bladder following a car accident. The patient reported that around (B)(6) 2017 the patient had a return of symptoms including not being able to urinate except 3 times a day and has difficulty starting and stopping. The patient stated that the issues began occurring after a welding program began at their school. No troubleshooting could be done at the time of the report due to lack of access to the product. Additional information was received from a patient on (B)(6) 2017. The patient noted that they were implanted in (B)(6) 2015 which conflicts with the implant date registered for the patient. The patient requested assistance to adjust their stimulation for program 1 and program 2. Program 1 was changed from 1.5 volts to 2.1 volts and program 2 was changed from 1.7 volts to 2.0 volts. The patient would follow up with their healthcare professional (hcp) for their loss of therapy and would monitor their symptoms now that a change was made. No further complications were reported/are anticipated.